Event description:
It was reported that the right ventricular lead capture thresholds had been increasing. During a device changeout procedure, the lead was found to have a small insulation break, but immersion in saline did not alter the impedance. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead capture thresholds had been increasing. During a device changeout procedure, the lead was found to have a small insulation break, but immersion in saline did not alter the impedance. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pulse generator 2007 (B)(6); (B)(4) tissue valve 2009 (B)(4). (B)(4).